Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to a corroded motor home switch. Unable to confirm this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error or perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement and retries to free a stuck motor failed alarm. Moisture damage on the electronic assembly and force sensor also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a hall sensor error. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer blood glucose level was unknown at the time of the incident. The customer reported going swimming in the sea and subsequently appeared an insulin pump error. The customer did troubleshoot the issue and the alarm reoccurs. The insulin pump will be returned for analysis.